Event description:
A pt reported experiencing inaccurate erratiac results with a surestep meter. The pt's blood glucose results were 152 and 245 mg/dl. Tests were done within 11-20 minutes with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.